Event description:
According to the facility, the syringe that attaches to the manifold will loosen/detach during care even if the staff tightens before use.

Manufacturer narrative:
According to the facility, the syringe that attaches to the manifold will loosen/detach during care even if the staff tightens before use the syringe was being used for injecting a contrast/saline mixture during a cardiac catheterization. There have been several instances where this has happened, no reports of any cracks in either piece of equipment. The staff got another syringe to finish the case in some cases and in others they just reattached the syringe and continued to monitor syringe connection during case. Luckily staff noticed before any air could be introduced to the patient through the line. There was no impact to the patient and the procedure was completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6); on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update to b3: date of event. Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.